Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had hernia repair because there was swelling at the incision site. The linear wound was cranial to suture line, knot untied caudally, the retained material was removed. The wound edges were debrided and flushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.